Event description:
On (B)(4) 2013, olympus biotech pvg received a report of a pt who developed a maculopapular rash after receiving op-1 as part of an unspecified revision surgery. The initial report stated that the rash was so severe that the pt was kept in the intensive care unit (ICU). No additional info was received with the initial report. In a follow-up conversation with the qualified person for pharmacovigilance (qppv) on (B)(6) 2013, the surgeon confirmed that the pt had been referred to a specialist who diagnosed the pt with a "bovine allergy." The surgeon stated that he believed the reaction may have been caused by the collagen in the op-1, and that the pt's condition was improving. On (B)(6) 2013, additional info was received from the (B)(4) regulatory affairs manager, who confirmed that the pt ((B)(6)) received one unit of op-1 implant on (B)(6) 2013 and that the op-1 was subsequently explanted on (B)(6) 2013. Regulatory affairs manager confirmed in his report that the pt had been admitted to hospital. The events were described as "not resolved" and the pt's condition was described as "bed ridden." Additional info will be requested from the physician.